Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including a surgical lead on (B)(6) 2011. It was reported that she is without stimulation and unable to increase the amplitude on several of her programs. A diagnostic test revealed low impedance measurements for two lead contacts. An x-ray was also taken; however, no visible anomalies were detected. Efforts to recapture effective therapy via reprogramming have been unsuccessful thus far. Further interrogation of the pt's scs system is currently underway.